Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient ended up with a peri prosthetic seroma and had to go back in for surgery to do a washout and implant exchange. Additional information received later advising that after two weeks of strattice implantation, the patient has experienced an increase in the right breast size and the ultrasound showed a periprosthetic seroma. Part of the strattice tissue was explanted. The patient is recovering. This record is to capture lot sp300061-193.